Event description:
The customer reported interference and lines on the image during an oesophago gastro duodenoscopy procedure involving an olympus gastrointestinal videoscope. The procedure was completed with a competitor device. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.